Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that there was a failed lead and the lead was not implanted. The lead was going to be returned. There were no patient symptoms reported. Follow-up was not possible as appropriate contact information was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead (B)(4) found that distal end of the needle was damaged. (B)(4).